Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. Fse conducted follow-up with the customer over the phone to address the reported event. During the investigation the customer indicated to the fse that they reinstalled the tip trays and the error is no longer occurring. Instrument is functioning as intended and was released. The probable cause of the event was unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error message 2060 tip attachment failure by main arm. The customer indicated that instrument picked all tips in 1st box and skipped the 2nd tip and started picking tips from the 4th tip box. The technical support group suggested to the customer reposition the tip racks and rerun. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for bhcg fsh, pth, prl and lh ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.